Event description:
It was reported to minimed that the customer experienced a low/short transmitter battery lifetime, loss of communication between the insulin pump and transmitter. The customer also experienced hyperglycemia which was treated via the insulin pump. The blood glucose value was 400 mg/dl at the time of the event. The event involved product(s) mmt-332a, mmt-7841zn, mmt-7715, mmt-1884, mmt-244a and mmt-7040a. Troubleshooting was performed for low/short transmitter battery lifetime, and it was confirmed that the transmitter battery did not last at least 7 days. The customer confirmed having fully charged the transmitter before connecting it to the sensor; however, the customer expressed concerns regarding the transmitter not charging properly. Troubleshooting was not performed for loss of communication between the insulin pump and transmitter allegation, and it is unknown whether the reported issue was resolved. Troubleshooting was not performed for hyperglycemia event and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. Product return is not required for mmt-332a, mmt-7715, mmt-1884, mmt-244a and mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.